Event description:
A director of nurses reported that approx three years following an intraocular lens (iol) implant procedure, the pt is experiencing visual intolerance, dysphotopsia, visual difficulties, and glare. The lens was exchanged. Additional info was received from the surgeon who reported the event resolved. There are two MFR reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4).